Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: j gastrointest surg. 2012; 16: 2182¿2183. Doi: 10.1007/s11605-012-1903-9. (B)(4).

Event description:
It was reported via journal article title: nonabsorbable suture material in the biliary tract authors: christian beardsley, james lim, sivakumar gananadha citation: j gastrointest surg. 2012; 16: 2182¿2183. Doi: 10.1007/s11605-012-1903-9. This case report concerns an (B)(6) female presented to the emergency department with intermittent episodes of epigastric pain over a month. This was associated with nausea and occasional vomiting. Her past medical history was significant in that she had an open cholecystectomy 51 years ago for cholelithiasis. She had presented 6 years ago with recurrent episodes of cholangitis, which on further investigations was found to be due to a large stone in the distal common bile duct. The patient underwent surgical extraction with a roux-en-y choledochojejunostomy reconstruction for stone extraction. During the procedure, a smaller stone was also found, which was in evolution along the suture material. On macroscopic examination, a prolene suture knot was seen to be the nucleus of the stone formation. It has been postulated that the presence of suture material or other foreign bodies in the biliary tract leads to ongoing inflammation and biliary stasis. It was concluded that whilst the potential for secondary stone formation due to non-absorbable suture material is rare, this interesting case demonstrates that it still warrants the use of absorbable suture material in the biliary tract structures.